Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed. A field service engineer (fse) identified that the inseparable magnet was missing and replaced the inseparable component. Following the replacement, the drawer was successfully recovered and inventoried, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 broken and failed to open. The user rebooted the device, but issue persisted. The customer stated that they managed to get the medication from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.